Event description:
Post anesthesia induction and prior to the start of an or procedure the patient was positioned supine on surgical table. Using the cable remote control the or bed was lowered at which time the table proceded to spontaneously flex and re-position patient in a higher position. An attempt to utilize the cable remote to stop the table from it's upward ascension was unsuccessful. The cable remote was finally disconnected, yet the bed continued upward until it was positioned at a 90 degree angle. The patient sustained no adverse effects. Recommend that company considers installing a "kill switch" safety net on all tables.